Manufacturer narrative:
Visual inspection of the returned product revealed that the complete lead was returned. There was dried blood/body fluid noted in the entire lead lumen. There were cuts noted in the lead insulation and also on the suture sleeve. The suture sleeve was returned loose on the lead. The lead also had surface damage from electrocautery. Microscopic analysis and x-ray showed a conductor coil fracture between 198-201 milli-meters from the terminal pin and all the filars of the quadfilar conductor were also fractured. Detailed analysis was performed and it found that each of the fractures were perpendicular to the wire and showed ductile dimples forming a circular pattern on the fracture surfaces indicating that the wires failed due to torsional overload which most likely started as torsional shear bands. Torsional shear bands were observed on wires 1 and 3 and titanium rich inclusions were detected on all wire sides likely composed of titanium carbo-nitrides from the (B)(4) manufacturing process. The clinical observation was confirmed during laboratory analysis as this lead was found to be fractured.

Event description:
Boston scientific crm received information that upon opening of the pocket for a seperate issue this left ventricular (lv) lead had a noted break in the wire. It was reported that the insulation was intact however. The product was returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.